Event description:
It was reported that"inaccurate cgm values" occurred. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. The reported glucose values fall within the d zone of the parkes error grid.

Manufacturer narrative:
(B)(4).